Manufacturer narrative:
(B)(4). Statement from our manufacturer: define: received one piece of used, filled of easypump ii lt 270-27-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. The patient connector was closed with a stopper. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed in the lumen along the tubing from the returned sample. Clamp clip of the returned sample was opened, solution was not flowing. Triangle tube of the returned sample was cut to empty the leftover solution (nacl and cytotoxic drug) for de-contamination process. After de-contamination process, crystallized residue could not be detected at the tubing. Solution was flowing. Dissected tubing was then re-attached to the pump for further investigation. Analysis: flow rate test was carried out. Flow rate test result is failed, with mean flow rate of 8.40 ml/hr (-16.02% deviation from nominal flow rate of 10 ml/hr). No abnorma trend was observed from the flow rate pattern. Microbore sub-assembly was dissected from the returned sample and nitrogen flow rate was measured. Nitrogen flow rate measured: 17.90 ccm within spec. Nitrogen flow rate spec: 16.80 ~ 18.30 ccm. Slow flow rate could be due to the silicon sleeve of the returned sample had went through more than one time infusion caused the decreased of pressure from silicon sleeve. Microbore sub-assemble was then assembled to new sub-pump and water flow rate was carried out. Flow rate test result is passed, with mean flow rate of 9.89 ml/hr (-1.11% deviation from nominal flow rate of 10 ml/hr). No abnormally trend was observed from the flow rate pattern. The incident of fast flow rate cannot be re-produced even new sub-pump was used. Conclusion: the fast flow rate complaint is not justified.

Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 270-27-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In aas-received condition the white clamp is closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the batch manufacturing record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): the easypump is empty within 20 hours instead of 24hours. This is very inconvenient for the patient involved. They now have to change the easypump at night instead of the evening.